Event description:
It was reported to philips that the device's battery is not charging, and the device loses power when bumped. Considering as intermittent battery contact.. There was no reported patient involvement.